Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Additionally, the customer experienced elevated blood glucose (bg) of an unknown value. The customer addressed bg with a manual injection. Reportedly, the customer was unsure of the suspected cause for bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.